Event description:
Report received of treatment delay due to tubing separation at the filter. Homecare pt was receiving infusion of tacrolimus 0.01mg/ml concentration at a continuous rate of 2.1ml/hr via a three lumen hickman catheter. The infusion pump was carried in a fanny pack and pt admits possibility that she may have sat on the tubing and pulled it loose. The pt's husband reportedly cleaned all the tubing connections with alcohol and put them back together. The homecare agency was not notified. The pt went for a scheduled physician visit the next day, at which time, the physician's office notified the home care agency. A follow-up visit was made by the home care nurse. No report of pt harm.